Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5175991.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing. No changes or intervention was reported. There were no patient consequences.